Manufacturer narrative:
An interruption in delivery of oxygen to patient, which has a potential to lead to hypoxia. Based on the reported information, the criteria for reporting an adverse event have been met.

Event description:
Bubble humidifier bottle cracking.

Event description:
Bubble humidifier bottle cracking.

Manufacturer narrative:
An interruption in delivery of oxygen to patient, which has a potential to lead to hypoxia. Based on the reported information, the criteria for reporting an adverse event have been met. Complaint history reviewed. There has been 1 similar complaint in past 24 months. The issue is not trending at this time. Most likely cause of crack is user pushing too hard against side wall with thumb, or dropping humidifier during cleaning. No product returned so no physical testing could be completed. Complaint has been submitted to carb review due to high severity related to risk. Risk(RMA-20015a): r18: no oxygen delivery has a related severity s=8, o=2, rpn=16. Rpn < 25, therefore risk is acceptable.